Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). The distributor performed a checkout of the equipment and confirmed the reported complaint. The frame interface board was recommended for replacement.

Event description:
The hospital reported a system malfunction preventing mechanical ventilation. There was no report of patient involvement.

Manufacturer narrative:
The reported issue was repaired by replacing the power management board. The initial MDR indicated the frame interface board was recommended for replacement.